Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. At no time did mdu overheat or lock up. All functions perform as expected. There are no indications to suggest that the product did not meet manufacturing specification when released to distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported the powermax elite mdu hand control heats up. A back up device was utilized to complete the procedure. No patient injury or complications were reported.